Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that during the implant procedure noise, high and out of range pacing lead impedance, and no capture were noted. The lead was replaced. There were no adverse consequences to the patient.